Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as malignant pain and abdominal/visceral. It was reported that the device was malfunctioning and not providing dosage. The patient was admitted into a hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.